Event description:
It was reported that during an ablation procedure, blue pixels were observed in a bowtie fashion. It was noted that the blue pixels were observed at 78%, 100%, and 128% power levels. The laser power was turned down while at the higher power settings, and acquisitions were acquired without stepping on the laser pedal; however, blue pixels still appeared. There were no patient complications reported in relation to this event.

Manufacturer narrative:
Device evaluation: the cold pixel phenomenon was confirmed during the case.